Manufacturer narrative:
Continuation of d10: 6937-58 lead implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with two right ventricular (rv) leads, one plugged into the rv connector port and the other plugged into the superior vena cava (svc) connector port, had an in-person interrogation displaying undefined high defibrillation coil and svc coil impedance measurements. It was noted that a chest x-ray confirmed at least one coil was fractured, but unable to confirm which coil as it is unclear which led is plugged into the which connector port. The leads remain in use. No patient complications have been reported as a result of this event.